Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of the 450 mg/dl and also stated that, the insulin pump was cracked at motor compartment. Blood glucose started to rise after noticing a crack in the pump so she left work early to treat. Customer wearing the pump at time of hospitalization. Customer was unable to complete care-link upload. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.